Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 42 mg/dl and bg elevated to 96 mg/dl prior to customer going to bed. Cause and treatment of low bg was not reported. Reportedly, customer continued to use pump for insulin therapy.